Event description:
Case 15¿. Lad-. Pre- and post- ballooning of an old stent. First pullback attempt did not pull back (friction). Using the same catheter two successful pullbacks were performed pre- and post.

Manufacturer narrative:
Logs and oct data confirmed the pim jaws opened after ~10 mm, stopping pullback and producing repeated and red frames. The software recovery workflow activated as designed. Log review confirmed that two subsequent pullbacks with the same catheter were successful. The complaint is confirmed.